Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was destroyed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.